Event description:
It was reported by an attorney that the patient underwent a gynecological procedure to treat uterine and vaginal procidentia, stress urinary incontinence, prolapsed bladder, and difficulty sitting on (B)(6) 2006 and mesh was implanted with concurrent sacrospinous fixation and pubovaginal advantage sling. It was also reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. It was further reported that the patient underwent mesh revision on (B)(6) 2011 due to recurrence of prolapse, ulcerations and stones. No additional information has been provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006. Following insertion the patient experienced uterine and vaginal procidentia, stress incontinence, prolapse bladder and difficulty sitting. No additional information was provided.